Manufacturer narrative:
A partial lead with the distal tip measuring 58.9cm was returned for analysis. Internal insulation abrasion was noted at 2.6-4.1cm from the distal tip. The etfe coating was abraded at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the office for a routine device changeout, externalized conductors were observed on the right ventricular lead and insulation abrasion was noted on the left ventricular lead. The issue was noted after the leads were capped. The patient did not experience any symptoms before and after the event.